Event description:
It was reported that the patient was having difficult charging the ipg. It was also mentioned that the leads had migrated resulting one sided coverage. The patient underwent an ipg and lead replacement procedure, wherein a new paddle lead was implanted, and patient was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18437619.